Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleed: small amount oozing noted at insertion site. The cause of the bleeding is determined to be use issue because the bleeding was noted after transfer to ICU and bleeding was managed by manual pressure at the site. Device history lot: device lot: 1949078. Device history batch: subcomponent lot: n/a. Device history review: device with sn: 614067 passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that following impella cp insertion, a small amount of oozing was observed at the insertion site. Light manual pressure was applied by the rn for approximately 10 minutes. Partial thromboplastin time (ptt) will be checked when clinically appropriate.